Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pulseless electrical activity arrest (pea) arrest. Chest compressions were required and the patient stabilised. It was noted that the patient's heart rate was below set parameters on the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.